Manufacturer narrative:
(B)(4). Additional information was obtained: the patient¿s age was late 80¿s to early 90¿s. The patient was told prior to surgery that it could result in a stoma. The surgeon¿s practice is to place the anvil through a plastic drain to protect tissue as it is inserted. The drain is removed prior to connecting the anvil to the device. In this instance, the surgeon reported no difficulty closing the device and it was closed ¿about halfway¿ into the green range. The patient¿s tissue was not unusually thick. The surgeon fired the device and reported no difficulty in firing the device other than everyone in the room agreed they did not hear the typical crunch expected. He opened the device in the usual manner, ¿two half turns¿ and when opened found no donuts and staples on only a portion of the tissue which was completely transected. Upon removal, the device was noted to be misaligned. Photographic analysis: both images shows the proximal part of the anvil attached and not evenly aligned with the casing. Based on the photo alone the event describe is confirmed.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. Additional information was requested and the following was obtained: who fired the device and what is his/her experience? Consultant. Very experienced. What is meant by ¿the device misfired¿? No crunch as normal. Were there any staples present after firing? If so, could you please describe their shape? Staples on 1/3 of anastomosis only where in the gap setting scale (green range) was the indicator located prior to firing? Mid way on green indicator were the donuts inspected? If so, please describe. No donuts, only a thread of tissue was the washer inspected? If so, please describe? Washer cleaned with swab, in anvil. Otherwise left did the surgeon wait 15 seconds and then retighten prior to firing? Yes, as per normal practice did the healthcare professional receive audible and tactile feedback when firing the device? Tactile feedback. Tightened as normal, felt normal. No crunch on firing despite handle of gun being fully closed. When anvil joined onto gun in pelvis (before closing) - a comment made by 2 surgeons that it didn't look straight, but seemed to have engaged normally, was dismissed as poor laparoscopic view given obese patient and narrow pelvis. In retrospect this was an issue with the device is the colostomy permanent or temporary? Permanent.

Event description:
It was reported that during a anterior resection procedure, the device misfired. The patient received a colostomy.

Manufacturer narrative:
(B)(4). Batch # p55r0h. Corrected data: product code cdh29a. The analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer was present and with an off-center cut. It appears possible that the anvil was pushed far enough off center to result in an off center cut of the breakaway washer and damage the knife by pressing it hard enough against the anvil. This situation normally occurs when the tissue is not evenly distributed in the device. It should be noted that ensuring that the tissue thickness is within the indicated range, and that it is evenly distributed in the device. Excess tissue on one side may result in unacceptable staple formation and can result in staple line leakage. Please reference the instructions for use for additional information. The device was reloaded with staples, a new washer was placed and the device was tested for functionality, it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # p55r0h. The knife was visually examined and images of the knife surface were captured using an optical microscope. The knife was then removed from the device and analyzed using a scanning electron microscope (sem). The sem can produce images at greater magnification than an optical microscope and can determine the elements present in a material using an energy dispersive x-ray (edx) spectrometer. The optical microscope examination showed there were two areas on the blade that were damaged. The sem/edx examination was performed in these regions. In many cases when a knife or metal has been damaged, material may be transferred on to the damaged object. Sem images and edx spectra from various areas on the blade. In all the damaged areas, the only elements detected on the surface were iron, chromium and nickel in ratios consistent with the composition of the blade. Some of the areas contained low levels of phosphorous and calcium which most likely is from tissue. There was no material detected on the surface that indicates a hard metal or ceramic was transferred to the blade surface. Conclusion: there were no inorganic elements transferred onto the blade. The blade was clearly damaged but it may have come in contact with a rigid polymer that did not transfer any material, but did damage the blade. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.